Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/08/2009, 10/12/2009, 10/13/2009, 10/14/2009, 10/19/2009, and 10/23/2009 by phone, fax, and mail. A completed questionnaire was received on 10/20/2009. This report was mailed to FDA on: 11/06/2009.

Event description:
A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a follow up, the surgeon reported the iol was exchanged.